Event description:
It was reported that low, out of range pacing lead impedance and high rv capture threshold were observed when an asymptomatic patient presented in clinic for a routine follow-up. The nurse stated that externalized conductors were noted in the past, but left active. The lead was capped and replaced with no complications.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.4-9.0cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 45.6-46.1cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 9.3-10.6cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that the previously capped lead was explanted and replaced due to an unrelated infection.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.